Event description:
It was reported t hat during a wedge resection procedure, the device malffrunctioned when the surgeon tried to push the cutting hand.e, which resulted in latrogenic injury of the pulmonary artery in the hilum. The pt bled profusely and the doctor had to change to a thoractomy procedure. Increased procedure time to 3 hours. Pt is doing fine.